Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on the anterior side. A microscopic analysis was performed which identified crease sharp opening in the anterior side and striated opening in the anterior side consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening in the anterior side due to a fold flaw opening. A striated edge opening on the anterior side due to surgical damage. Reason for reoperation is deflation.

Event description:
Additionally reported crease/folding of implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "rupture implant". The device remains implanted.